Manufacturer narrative:
Addition the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: no device or images of the device were returned for evaluation. A potential root cause for the lockwire not being attached to the handle could not be confirmed since the device was not returned. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models¿ representative of cmds indicated use. There is potential that off-label use in an antegrade fashion may have contributed to the reported event. Addition health effect - impact code. Addition investigation findings. Addition investigation conclusions.

Event description:
The fsa reported: on (B)(6) 2021, the patient was implanted with a gore® tag® conformable thoracic stent graft with active control system. The patient was being treated with an open procedure and for a ruptured transverse arch descending thoracic aorta. Reportedly the patient had a previous procedure (date of procedure is unknown) with a homograft that was already implanted. Due to the patient status, there was CPR being performed while the physician was attempting to work on the thoracic aorta rupture. It was reported that the physician was attempting to insert the gore® tag® conformable thoracic stent graft with active control system antegrade, with no guidewire and no fluoroscopy. While attempting to deploy the device, the first and second step was done successfully. Upon attempting to release the handle, the wire was not attached, and the device was not deployed but inside the patient. The physician removed the undeployed device by hand. The device was destroyed at the hospital. A different gore® tag® conformable thoracic stent graft with active control system device was used and deployed successfully. The patient expired during the procedure. The cause of death was not attributed to the gore device or procedure but due to problems associated with CPR and the homograft. No further event information is available. Patient weight, comorbidities and medications is not available and the hospital would not release this information.